Manufacturer narrative:
H3) the manufacturer representative (rep) went to the site to test the imaging system. The rep spoke to the site who informed them that they were unable to open the gantry so they press yellow button and was able to open the gantry. The rep arrived onsite, opened the gantry multiple times. Unable to reproduce the issue reported. Performed system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during procedure. It was reported that the gantry was initially unable to open. After moving the gantry up and down, it was eventually able to open. Site also reported that, when closing the gantry, it had difficulty latching at the bottom. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient. Additional information stating that "the procedure being performed was an l5-s1 posterior fusion".